Event description:
It was originally reported that the healthcare provider could not adjust the stimulation. The pt was implanted with her device yesterday. The physician programmer displayed "call your doctor" icon and a power on reset condition. The neurostimulator had not been programmed due to the bonding sequence that came up during programming. Most likely cautery was the reason for the power on reset. The healthcare provider confirmed that when the pt came out of the operating room her device was deactivated. The cause was unk. The device was reset in the healthcare provider's office.